Event description:
The customer obtained a single, non-reproducible vitros amon quality control result (95.8 vs. An expected result= 71.9 mol/l) while using the vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected using patient samples. No patient samples were questioned over the time frame of the event. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a single, non-reproducible vitros amon quality control result was obtained while using the vitros 5,1 fs chemistry system. There was no evidence to suggest a malfunction of the vitros amon reagent at the time of this report. Results of precision testing demonstrated that the vitros 5,1 fs chemistry system was not performing as expected at the time of the event. An ocd field engineer is assisting the customer to investigate current instrument performance. Acceptable performance of the vitros 5,1 fs chemistry system has not yet been demonstrated at the time of this report. The root cause of this event is most likely instrument related. The investigation is ongoing.